Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip is not staying in the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip tip. The tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.